Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-04846. It was reported the pt had turned the scs system off because she was no longer receiving effective stimulation. The pt had been experiencing shocking sensations, even though the system was turned off. The pt did not bring the programmer to the physician appointment, and the physician could not troubleshoot. The pt reported the shocking was worse when weight was placed on the left leg. The pt had gone to the ER, but no further info was available. Attempts to contact the pt were unsuccessful.